Event description:
Pd nurse reported that during treatment the tubing "snapped" causing a fluid loss. Reportedly, the patient woke up in a pool of solution. Patient immediately clamped off the tubing and was seen by physician who place patient on prophylactic antibiotics. There has not been a diagnosis of peritonitis to date. The sample is available for evaluation.